Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed displacement test and self test. The main arm cannot communicate with the motor arm was present in the pump trace download, problem isolated to electronic board stack. Hal software error detected was present in the pump trace download due to software error.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. Customer's blood glucose value was 264 mg/dl. Customer was able to successfully clear the alarm also able to complete rewind. Customer stated that fill cannula was recorded in the daily history. The device will be returned for analysis.